Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall-off test. Upon investigation, there was an intermittent open along the brown (-5v) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had non functional ECG electrodes.